Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe luer slip had a damaged stopper. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd¿ syringe luer slip had a damaged stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance records were analyzed and the occurrence potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe stopper damaged. The probable cause for the defect is related to failure at stopper assembly station. The defect identified from this complaint will be monitored for trend evaluation.